Event description:
This is filed to report a leaflet injury. It was reported that a patient presented with grade 4 secondary mitral regurgitation (mr). During a mitraclip procedure, multiple attempts at grasping the leaflets with an ntw were presented with difficulty. Imaging was challenging due to shadowing of the posterior leaflet. It was noted that the posterior leaflet was damaged. The ntw was not implanted and a replacement completed the procedure. The mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet grasping cannot be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to shadowing of the posterior leaflet. The unspecified tissue injury appears to be related to procedural conditions associated with positioning failure. Tissue damage is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Na.